Event description:
According to the reporter, during a procedure involving a radical operation for carcinoma of the gallbladder (partial liver and gall bladder) and retroperitoneal tumor (pancreas above) and jejunal feeding tube placement, the needle broke but did not disengage into the patient cavity. The broken needle was found in the sterile field. A new suture was used in order to complete the case. There was no patient injury involved.